Event description:
It was reported that the pump battery was unresponsive. It was reported that the customer experienced an elevated blood glucose (bg) level. The customer's blood glucose level was 644 mg/dl. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.